Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffering significant harm, conscious pain and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae. No additional info was provided.